Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customers blood glucose (bg) level was 547 mg/dl due to a bent infusion set cannula. Customer addressed bg level by administering a manual injection and delivering a bolus. Reportedly, customer successfully changed the infusion set and resumed insulin delivery.